Event description:
The customer reported water damage and a blank display after leaving the insulin inside of a cooler for 30 minutes. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded electronic and motor assembly.